Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient falls and goes to the hospital. X-rays revealed a broken stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain consistent with fatigue fracture of the stem. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient sustained a fracture of her left total hip arthroplasty femoral stem after a fall, about 17 years after implantation, necessitating revision surgery. I can confirm that the fracture occurred since I was able to review the x-rays showing the fracture. I cannot confirm with certainty that the revision occurred, since I don't have any supporting documentation including office notes, operation report, or an x-ray after revision surgery. However, the summary does report that the original implant was explanted on (B)(6) 2022. I cannot determine the root cause with certainty. There is no mention that the patient had any symptoms before the fall so I would most likely have to assign causality to the trauma. Other causes of fracture of the femoral stem include surgical technique factors such as cement technique, patient factors such as bmi and activity level, as well as implant factors." Product history review: a review of the stryker database and legacy systems indicated DHR information is unavailable. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem following a fall. Visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain consistent with fatigue fracture of the stem. The event was further confirmed through clinician review of the provided x-ray image. It was reported that the patient sustained a fall prior to device failure, so it is likely that this patient trauma contributed to the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient falls and goes to the hospital. X-rays revealed a broken stem.